Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative confirmed that the collimator would not initialize. The representative then reported that they replaced the collimator to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect collimator was returned to the manufacturer for analysis. Testing found that the y drive cable was loose. When installed into a known operational imaging system, the collimator error was duplicated due to the y drive cable. This confirmed a mechanical issue due to the y drive cable.

Event description:
A site biomedical engineer reported that, while outside of a procedure, the imaging system displayed "error initializing collimator" when starting up the imaging system. No additional information was provided. There was no patient present when this issue was identified.